Event description:
The MFR's rep reported a pump explant and replacement after 67 month implant duration. No pt symptoms or outcomes were provided. The drug in the pt's pump is unknown at this time. Add'l info has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed a motor feedthru shorted to case-bridging residue.